Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial power on reset occurred. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited an electrical reset. It was noted that some of the device data had been cleared and the ventricular sensing episode list had invalid data. The device parameter values remained unchanged. The device remains in use. No patient complications have been reported as a result of this event.